Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reports of the wireless footswitch and laser system had issues during the procedure and surgeon had to step on the pedal frequently. The site reported this issue to olympus representative who visited the site and troubleshooted the issue during a case. The procedures were cystoscopy with laser lithotripsy, wherein the kidney stones needed a laser to break them down. The intended procedure was completed with the same device, though an unspecified delay was reported there was no report of patient harm.

Manufacturer narrative:
This supplemental report is to provide a correction to the initial medwatch report (MDR). Further review found there was no reportable malfunction related to the subject device captured in this complaint. The initial MDR was inadvertently submitted as a reportable malfunction. The initial medwatch reported the wireless footswitch and laser system had issues during the procedure and surgeon had to step on the pedal frequently. Per the legal manufacture, this issue is not likely to cause or contribute to death or serious injury if the malfunction were to recur.